Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate ii lvas IFU lists (pocket, local, and driveline) infections as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The patient remains ongoing on (B)(4). Multiple attempts for additional information regarding this event were made and no further detail was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced lvad outflow cannula is reported under MFR medwatch report # 2916596-2019-00239. The approximate age of the device is 6 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to emergency room (ER) on (B)(6) 2019 after 24 hours of severe right upper quadrant pain (tender and warm to touch) and increased drainage from the driveline exit site. Reportedly, the patient does have a history of a previously unreported chronic driveline site infection that has been medically managed with oral antibiotics. At the time of presenting to the ER, the patient denied any fevers or chills or injury to the exit site. No alarms were observed in the history file upon interrogation of the lvad system. A CT of the chest/abdomen/pelvis performed showed a small amount of thrombus at the lvad outflow cannula. Analysis of the log file submitted to the manufacturer's technical services department noted a slight upward trend in pump power and estimated flow. Additional information was requested; however, none has been provided.